Event description:
Information received indicates the brakes are not holding. The brake casters were locking, but they would move from side to side.

Manufacturer narrative:
The technician replaced the four brake casters to repair the stretcher.